Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hip revision, rep did not know if it was the left or right hip. Liner disassociated from cup and the liner was explanted.

Manufacturer narrative:
An event regarding disassociation involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device remains implanted. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Hip revision, rep did not know if it was the left or right hip. Liner disassociated from cup and the liner was explanted.